Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site swelling requiring prescription and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.0. Hardware: iphone17.1. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed swelling at the pod¿s infusion site (abdomen) while wearing the device between 4 and 24 hours. The patient's blood glucose levels reached 370 mg/dl. The infusion site was also reportedly to be red. The patient was treated with triamcinolone acetonide cream, prescribed by their health care professional. When the pod was removed, the pod was found leaking insulin. A new pod was applied.